Event description:
It was reported that the lead was attempted to be implanted but the physician was concerned with the number of turns it took to extend the helix and the varying impedance. The physician thought the helix was not engaged well, so the lead was removed and replaced with a different lead model. No patient complications have been reported as a result of this evnet.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.